Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were observed during functionality testing. Upstream occlusion alarms were confirmed and during the evaluation, the upstream sensor has low fluid numbers. Low ultrasonic readings make the device more sensitive and have been know to contribute to false upstream occlusion alarms. The upstream sensor was calibrated.

Event description:
During baxter's functionality testing of spectrum pump, it displayed the upstream occlusion message. There was no pt involvement.